Manufacturer narrative:
(B)(4). Complaint devices were received. Two of these were returned in sealed packages. Four devices had lot number 100209, one device had lot number 100601, three had lot number 100602 and the lot number for the remaining three devices was not available. The devices were visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint devices. The pressure test revealed the pressure drop to be outside specification for the returned complaint devices. The water bath test identified leaks around the swivel of all returned complaint devices. A lot check revealed one other complaint of this nature for lot number 100209, and no other complaints of this nature for lot numbers 100601 or 100602. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our monitoring and trending of swivel leaks involving infant breathing circuits has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported that eight rt236 infant dual-heated evaqua breathing circuits failed the servo I ventilator test. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that eight rt236 infant dual-heated evaqua breathing circuits failed the servo I ventilator test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.